Manufacturer narrative:
Analysis of the pump found no anomaly. Review of the initial printout indicated the pump was delivering lioresal and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that there were inaccuracies between the reported reservoir volume and the actual amount (cc's) pulled from said reservoir at drug refills. A potential performance issue was noted with subsequent replacement of the pump. There were no complications. Further follow-up is being conducted to obtain information regarding the details of the volume discrepancies and drug information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative regarding a patient receiving lioresal (500 mcg/ml at 240 mcg/day) and morphine (750 mcg/ml at 360 mcg/day). It was unknown if the patient was receiving additional medication. It was reported that more drug was removed at refills than anticipated, insinuating that there were motor stalls occurring.